Event description:
It was reported that during staff inspection the cardiosave intra aortic balloon pump (iabp) had maintenance required message occurred with fault log history of (B)(4). There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address: (B)(6). Updated fields: b4, b5, e4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e1 (event site address, event site city). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that maintenance required" has occurred. Fault log has a history of #(B)(4). Fault log has been reset. Inspection based on the service manual found to be good. The fse confirmed that there were no abnormalities with the device and it was returned to clinical use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) occurred maintenance required with fault log history of 79/80. There was no patient involvement.